Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified non-bsc guide wire was with balloon and it was noticed that the proximal marker was migrating proximally on the wire with the distal marker being lodged in the distal stent. An the patient was undergoing an emergent retrograde left heart catheterization with an unspecified bare metal stent stent. The target lesion was located in the left anterior descending (lad) artery. An unspecified guide catheter and guidewire were used along with a 12mm x 2.50mm nc quantum apex¿ balloon catheter to obtain access and to pre-dilate a very short segment of the lad just distal to the stented margin. The balloon was inflated when a small indentation like dog bone was noticed within the balloon that did not release at 18 to 20 atmospheres. When inflation was increased to approximately 24 atmospheres, the balloon ruptured. The physician performed the usual gentle maneuvers with the guidewire and guiding catheter in order to place the guide catheter inside the stented segment. While retracting the balloon the assembly gave way and the two markers separated. It was then apparent that the balloon assembly had fractured in two locations. The physician removed the hub and shaft out from the patient, measured it against another quantum maverick catheter. It was then apparent that the balloon portion and a few millimeters of the shaft up to the proximal marker were left inside the vessel. During manipulation of the guidewire, the guidewire became entrapped in the balloon catheter. It was noted that the proximal marker was migrating proximally on the wire with the distal marker being lodged in the distal stent. A fragment of the distal portion of the balloon remained in the patient following multiple unsuccessful attempts to remove it. The patient remained stable but required multiple doses of intravenous versed and fentanyl for sedation throughout the remainder of the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).